Event description:
It was reported that the implant surgery of the intraocular lens (iol) went fine, it was a clear lens extraction. The patient was unhappy the next day, vision was blurry. One(1) week later, the patient was far sighted and unhappy and did not want to wear glasses. The doctor offered to exchange the lens and the intraocular lens was explanted on (B)(6) 2014.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation. The returned sample was inspected at 10x microscope magnification. Visual inspection revealed particles on the lens. The lens condition is consistent with a lens that was explanted from the patient¿s eye. The lens diopter result obtained from the stored data in measuring intraocular lens quality (miq) electronic system of the test performed when this lens was manufactured, showed that lens serial number (B)(4) correspond to a 7.5 diopter lens. No deviation was reported. The manufacturing record review was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated when this production order was manufactured. A review of the raw material/manufacturing procedures in change control system was done during the period when this production order was manufactured and did not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. The production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.